Event description:
It was reported "patient's mother reports the port needles have broken 2 times during the patient's hospital stay. Additional details for these 2 events are not available." No other information was provided. This report addresses the first broken needle.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.